Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient did not profit from the therapy. Healthcare professional (hcp) tried to interrogate the implantable neurostimulator (ins) but had no success. During replacement surgery, the ins was a model 97800 and would have been implanted within the past 2.5 years. Tried interrogating the ins intra-operatively when the ins was already extracted from the pocket and still connected to the lead with another handset however no success. Manufacturer representative (rep) tried to interrogate the ins with another handset but also did not have success. Therefore, they decided to replace the ins. After the surgery, rep tried to interrogate the ins again after restarting the clinician app and the interrogation worked without any issue. Active program was program 1 with amplitude of 1.1 ma. Issue resolved. Patient did fall several times. Number, date and time are unknown.